Manufacturer narrative:
Follow-up #1; date of submission: 09/14/2016. The device has been returned and evaluated by product analysis on 08/19/2016 with the following findings. A review of the pump¿s black box revealed the data from the date of the complaint had been overwritten due to continuous use of the pump. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within the required range and delivering accurately. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.